Manufacturer narrative:
On (B)(4) 2014 an ocd field engineer (fe) arrived at the customer site and ran lld checks in diagnostic and oas software. Position #2 failed twice. The fe replaced the tube lifter in position #2. The fe ran lld checks in diagnostic and oas software without any failure. Repairs have returned this instrument to expected operation.

Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).